Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. The customer¿s blood glucose level was 20 mg/dl and 1350 mg/dl. Customer was treated with bolus and insulin shots and emergency medical service was called. Customer was not comfortable using the insulin pump due to under or over delivery. Customer declined troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.